Event description:
It was reported by the affiliate that during a laparoscopic sleeve gastrectomy procedure, the trocars caused a gas leak when a 5 mm instrument was inserted. There were multiple ways used to prevent leakage during the case, like using ky-jelly to seal/cover the universal seal cap; gauze was used to cover the seal cap as well. After the 12mm trocar was replaced, the leaking stopped. After the 15mm was replaced, it continued to leak from the trocar. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable, at this time.